Manufacturer narrative:
The affected construct has been left in-situ. Radiographic images were reviewed but quality and vantage point made location and confirmation difficult. The root cause of this reported event has not been determined; however, the information received indicates the vuepoint products were combined with components from other manufacturers. This have caused or contributed to the reported screw fracture. No revision is planned at this time; the patient will continue to be monitored. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation" "...warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of the vuepoint oct system should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. The vuepoint oct system can also be linked to ø3.5mm-ø6.25mm rods of posterior pedicle screw and rod systems via the rod-to-rod connectors or transition rods. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone." "...compatibility: do not use vuepoint oct system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. All implants should be used only with the appropriately designated instrument (reference surgical technique). Instruments and implants are not interchangeable between systems."

Event description:
On (B)(6) 2015 a male patient underwent a posterior cervical fixation procedure from occiput-t1. On (B)(6) 2016 a CT scan showed a screw fracture at c4. No patient injury has been reported.